Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated low sodium (na) results and high chloride (cl) results. Customer reported that the anion gap was low on quality control (qc) and a few patient samples. Customer reported that the results were not reported outside the laboratory. Customer reported that the samples were rerun on their other dxc, verified and released. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist suggested that customer change the na and cl electrodes. Customer reported that changing the electrodes resolved the issue and the instrument has been performing acceptably.